Event description:
It was reported that the device could not be removed from the rectum after firing. The surgeon initially rotated the knob 3/4 turn ccw and the device was rotated 180 degrees without tissue tension but it would not come out. The knob was rotated an additional 1 to 1 1/2 turns and the device was rotated 360 degrees without tissue tension but it still would not come out. The surgeon manually created an otomy, resected the part of the colon that the stapler was stuck into, and did an additional anastomosis. The procedure was extended 45 minutes due to the problem. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.